Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
Device returned (B)(6) 2014. The information was provided by the quality engineer on (B)(6) 2014. The product analysis found that the fiber protrusion into the housing was at least half way across the span, and did not reach fully across, which indicates an in-specification condition. There was no physical damage to the bur guard or patch cable. The bur guard and a bur were installed on the visao handpiece. The visao and bur guard cable were connected to the ipc. The patch cable was connected to the ipc and nim3.0 patient interface. The patient interface and patient simulator were connected to the nim 3.0 mainframe. All equipment was powered up. The bur in the bur guard was contacted to all 4 channels on the patient simulator and a current delivered tone was observed in each case indicating normal function. The visao was operated at default speed for a few seconds and again the bur was contacted to the patient simulator with normal function. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿stim bur guard was used for the first time for a procedure, it started working o.k. (Passing the electric stimulus to the rotating bur) during the first half of the surgery. Suddenly, when used, it didn't pass any electrical stimulus during drilling, so doctor hernandez had to use the prass stimulator to map the facial nerve for the rest of the surgery. Patient outcome: o.k.¿